Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.

Event description:
It was reported the procedure are being performed in the intensive care unit. During catheter insertions, two physicians have complained that the spring wire guides are bending easily and kinking and they are unable to advance. They are having to open several kits in order to successfully place the arterial line. They do not know if this caused any delays in treatment and there have been no pt death or complications reported. They do not know how many times this has occurred.